Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The pcb was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room manager reported the unit would not switch to the 20 gauge program during the vitrectomy portion of a case. The unit and handpiece were switched out and the case continued following a 15-20 minute delay. There was no patient impact reported.